Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not detected on bus. A field service engineer removed the rear panel and confirmed the controller board lights were on shut down the station, reseated all drawer cables, and restarted the station, tested the drawer in the hardware test application, and it functioned correctly, ran the acceptance test successfully, restarted the application, and the customer was able to access the drawer and inventory the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 experienced repeated failures. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.